Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Event description:
Approximately 15-20 years ago, patient received two hip implants in a trial, at least one of them manufactured by stryker. When patient received these implants, patient intended both implants to be made by stryker. Patient believes it is possible that his right side hip implant was made by a different company and would like to know if records indicate whether or not the right side hip was manufactured by stryker. The right hip is the side he has pain on and he would like to know if the implants are stryker implants. He thinks that the right hip was part of a stryker clinical trial and would like to confirm that. If it cannot be confirmed, he does not wish to pursue a case and does not authorize us to request any information from his doctors.